Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer also reported a failed battery test occurring. The customer's blood glucose was 455 mg/dl at the time of incident. Troubleshooting found insulin was able to exit with a push plunger. It was also found the insulin pump did not alarm no delivery with a manual prime. The customer was advised their insulin pump was working as designed. Troubleshooting also found the customer received a failed battery test alarm after a new battery insertion. The customer was advised to monitor the insulin pump. The customer declined to return the product for analysis.